Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date, following a period of prolonged hyperglycemia. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device logs show supply changes were completed approximately 90 minutes prior to the hypoglycemia, priming a total of about 50 units of insulin. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by increased correction insulin dosing in response to the prolonged hyperglycemia. It is also possible the user was connected to the ilet during some of the supply change and received insulin unintentionally.

Event description:
On 8/20/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On 8/26/24 a beta bionics customer care agent followed up with the user's mother about the event. The user, who has a pre-existing brain injury, experienced fluctuating bg levels due to a bent infusion set cannula, which caused a high bg level of 410 mg/dl. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. After changing supplies and reconnecting to the ilet, the user's bg dropped to 41 mg/dl, leading to loss of consciousness. Ems was called, and the patient was admitted to the hospital. The user was treated with 2 glucagon tablets at home with the emts and another at the ER. Once admitted the user ate 8 additional glucose tabs and was put on a dextrose IV for 12 hours. The user was discharged on (B)(6) 2024 and has since been reconnected to the ilet.